Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead and right atrial (ra) lead exhibited high thresholds. It was further noted that the implantable pulse generator (ipg) battery longevity estimator measurement was not available, however, the battery voltage was available. The device and leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported low impedance was noted on the ra lead and rv leads. The longevity estimate was low on the ipg. The ipg and leads remains in use.